Event description:
It has been reported to philips that intermittently during the system morning power on, the host pc did not turn on and the power on button on the pc was pressed to get it to boot. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was not booting up. Upon did some functional test fse found the issue with host pc. The third-party engineer. Changed the configuration of host pc bios, after configuring the host pc bios, the system was returned to use in good working order. The codes were updated based on the investigation outcome.